Event description:
It was reported that an externalized conductor was observed via x-ray. No electrical anomalies were noted. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead measuring 50.5cm from the distal tip was returned for analysis. Externalized conductors due to external and internal insulation abrasion were found at 11.0-14.0cm from the lead tip. The silicone insulation was abraded and the rv conductor was visible. The etfe coating was intact at this location.

Event description:
New information stated that the lead was explanted.